Event description:
During surgery, vessel sealer stopped working and alarm sounded from main video tower with sign reading "warning. Vessel sealer blade ma be exposed. Remove instrument." Defective instrument removed from sterile field and replaced. No obvious injury to patient.